Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the iol was inserted and then removed. Additional information was received from a hospital staff member, who reported that the patient was left aphakic and the reasons for the lens removal were unknown. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).